Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
See MFR report 2182207-2007-03083. It was reported through literature that the patient had an infection of their interstim system. Van voskuilen ac, et al. " a long term of neuromodulation by sacral nerve stimulation for lower urinary tract symptoms: a retrospective single center study." European urology. (Switzerland) feb 2006; 49(2): 366-72.